Event description:
During preparation for a thrombectomy procedure a penumbra system 5max ace reperfusion catheter was being used. The physician flushed the catheter and attempted to remove the catheter out of the hoop when it was noted that the proximal end of the catheter was broken. The physician used another catheter to complete the procedure.

Manufacturer narrative:
Result: the 5maxace reperfusion catheter is fractured approximately 9.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that during removal of the device from the packaging hoop, the physician noticed that the proximal end was of the catheter was broken. Evaluation of the product confirmed a fracture in the proximal shaft of the catheter approximately 9.0 cm from the hub. Damage such as this occurs when the device is improperly handled during unpacking and preparation for use. If the catheter is removed from the hoop at an angle, the catheter shaft may kink and break. These devices are 100% visually inspected for damage during packaging. If the product was fractured during packaging, it would not have been possible to load the device into the packaging hoop and the device would have been rejected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.